Event description:
The user facility reported that at the start of an unspecified procedure, the users experienced an image loss. The procedure has been canceled, while the patient was on the table and had been sedated. The procedure was rescheduled at a later date. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's experience. The light source was checked with an olympus' test equipment and the device produced normal image at the start of the evaluation. However, when the filter button was pressed to check for its functionality, the brightness leds on the front panel were flashing on/off and became inoperative. Troubleshooting was performed and found that the stepping motor used to rotate the turret plate was loose, which caused the diaphragm blade to move to the minimum diaphragm position, thus blacking the light and caused the dark image (still visible). In addition, a visual inspection was performed and found corroded pins on the scope socket, dust in optical light path, rust on the bottom chassis, and inside the top cover. The device was equipped with an old version main board, and switch converter. The lamp life meter reads 500 hours and the light intensity is out of specification. The user's experience was attributed to a faulty stepping motor that has been working intermittently. The device had been serviced and returned to the user facility.